Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer states that the blood glucose reading is 6.7 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked case at the reservoir tube window corners.